Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a gas loss alarm maintenance code 3.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate alarm and maintenance code. The fse then performed a full calibration, and tested the unit. The iabp passed all functional/safety testing and was returned to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) suspect device originally distributed as a sys98xt, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.